Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind, due to an out of phase motor encoder signal. Unable to confirm the no delivery alarms due to the motor error alarms.

Event description:
It was stated that the insulin pump alarmed motor error and no delivery after being exposed to an MRI scan. Nothing further was reported.